Manufacturer narrative:
The catheter was returned, and analysis found in the catheter body significant twisting that may have affected infusion and a user related hole. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 10 00mcg/ml gablofen at 100mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's catheter was coiled around their pump, and was no longer in the intrathecal space. It was thought that every time the patient would flex at the waist the pump would flip causing the catheter to come out of the intrathecal space. No other diagnostics other than a physical exam and x-ray to confirm the catheter position. Surgery was done to replace the catheter. It was reported that the issue was resolved at the time of the report. The 8709 catheter was replaced with an 8780 catheter due to the catheter dislodging from the intrathecal space. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Correction: the initial report did not include the implant date (B)(6) 2016 regarding the pump. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code remains applicable to the pump. The results code and conclusion code is applicable to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned to the manufacturer.